Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 400mg/dl because of insulin flow blocked alarm during bolus. Customer treated high blood glucose with manual injection. Customer states that insulin exited after troubleshoot. Customer advised to change entire infusion system. Insulin pump and infusion set will be returned for analysis.